Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to another meter and their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issues first occurred at 2pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "438mg/dl" with the subject meter and "62mg/dl" on another device within 30 minutes of one another. The patient also obtained a subject meter result of "411mg/dl" it this time which they felt was higher than their normal readings. The patient manages their diabetes with insulin pump therapy and stated that as a result of the inaccurately high subject meter results their pump administered additional insulin (unspecified dosage) in accordance with this. The patient stated that 10-15 minutes later they developed the symptoms of "nausea, tunnel vision and sweating" due to these symptoms the patient visited their doctor's office at 2pm the same day and was given food/drink in order to treat these symptoms. The patient also had their blood glucose measured on the doctor's onetouch ultra2 meter at this time, with a result of "64mg/dl" being obtained. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have test strips available to perform a control solution test on the subject meter. The patient's products were replaced. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.